Event description:
A malfunction was reported on the pump. The customer mentioned that when they removed the cartridge, there was an unknown white substance seen, and customer did not mention any damaged to cartridge or pump. There was no adverse impact on the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump, which resolved the issue, and continued using the pump without further problems. The customer was advised to call back if the malfunction recurred, and they acknowledged this guidance.